Event description:
Site indicated surgical site/orthopaedic ae. Moderate severity. Probably not device related. Perioperative complication. Rehospitalization required for surgical site/orthopaedic complication for treatment: revision/component removal: insert/liner, shell.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available then it will be submitted in a supplemental report.